Event description:
Pt reported that back to back tests performed on pt's ss meter (within 10 min. Of each other using separate finger sticks) were 140 and 220 mg/dl (44% difference). No symptoms were reported. On follow-up, the pt verified the above info. Quality control procedure were reviewed and meter/lab comparison versus back to back testing was discussed. A replacement meter was sent. There was no allegation of harm.